Manufacturer narrative:
Follow-up #1: date of submission 10/17/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/03/2013 with the following findings: the pump vibration responded properly and vibration was not intermittent. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.